Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from an account manager on (B)(6) 2022, regarding a male patient of an unknown age who recently passed away. The patient's medical history and concomitant medication details were not provided. On (B)(6) 2022, qc lot release assays (graft inspection (B)(4), dual stain (B)(4), endotoxin (B)(4), sterility pre-release (B)(4), sterility final product (B)(4)) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay (B)(4) was reported as 0.16 pass. On (B)(6) 2022, the patient received (B)(4) epicel grafts (cultured epidermal autografts) (lot number ee02908 and expiration date 21-jan-2022), for thermal burn. On (B)(6) 2022, the patient expired due to respiratory failure (pt: respiratory failure) and cardiac failure (pt: cardiac failure). The reporter considered that the patient's death had no correlation to the epicel treatment. No further information was provided. Additional information was received on 09-feb-2022 and was processed together with the initial. Case comment: respiratory failure and cardiac failure are unlisted according to the epicel dfu. Thirteen days after patient received (B)(4) epicel grafts he expired due to respiratory and cardiac failure. The number of epicel grafts that were implanted imply that the patient had extensive burns which provide a more reasonable explanation for the events. No information regarding relevant medical history, concomitant medications, clinical course or autopsy report (if performed) was provided. Considering the fact that there was no evidence to suggest that epicel caused the event and the circumstances leading to the event are unknown, company agreed with the reporter and assessed causality for cardiac and respiratory arrest as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR. The case qualifies as a 15 day report since the events are unlisted and serious.

Event description:
Cardiac failure [cardiac failure]; respiratory failure [respiratory failure].

Manufacturer narrative:
Case reference number (b)(4 is a spontaneous report initially received from an account manager on (B)(6) 2022, regarding a male patient born on (B)(6) 1981 who recently passed away. The patient's medical history included benign brain tumor and seizure activity. The concomitant medication details were not provided. On (B)(6) 2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate -left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as 0.16 pass. On (B)(6) 2022, the patient received 140 epicel grafts (cultured epidermal autografts) (lot number ee02908 and expiration date 21-jan-2022), for thermal burn. On (B)(6) 2022, the patient expired due to respiratory failure (pt: respiratory failure) and cardiac failure (pt: cardiac failure). No autopsy was performed. The patient's relative stated that palliative measures asked for his family and allowed the patient to go into respiratory and cardiac failure as per power of attorney. The reporter considered that the patient's death had no correlation to the epicel treatment, and the grafting was doing quite well, as reported. No further information was provided. Additional information was received on (B)(6) 2022 and was processed together with the initial. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks. Follow-up information received from burn therapy specialists on (B)(6) 2022 included patient's date of birth, information that the autopsy was not done, medical history of benign brain tumor and seizure activity. It was confirmed that there was no correlation between the reported events and the epicel grafting. Need for significant correction was identified on (B)(6) 2022, corrections included change in listedness of the events of respiratory failure (pt: respiratory failure) and cardiac failure (pt: cardiac failure) from unlisted to listed. Case comment: respiratory failure and cardiac failure are listed according to the epicel dfu. Thirteen days after patient received 140 epicel grafts he expired due to respiratory and cardiac failure. The number of epicel grafts that were implanted imply that the patient had extensive burns which provide a more reasonable explanation for the events. The patient's medical history included benign brain tumor and seizure activity. The concomitant medication details were not provided. The patient's relative stated that palliative measures asked for his family and allowed the patient to go into respiratory and cardiac failure as per power of attorney. Having this in mind, company agreed with the reporter and assessed causality for cardiac and respiratory arrest as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR or a 15 day report since events are listed.

Event description:
Cardiac failure [cardiac failure]; respiratory failure [respiratory failure].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from an account manager on (B)(6) 2022, regarding a male patient born on (B)(6) 1981 who recently passed away. The patient's medical history included benign brain tumor and seizure activity. The concomitant medication details were not provided. On (B)(6) 2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate -left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. Qc lot release assay (implemented (B)(6) 2019) 3t3 residual assay qc2-136 was reported as 0.16 pass. On (B)(6) 2022, the patient received 140 epicel grafts (cultured epidermal autografts) (lot number ee02908 and expiration date 21-jan-2022), for thermal burn. On (B)(6) 2022, the patient expired due to respiratory failure (pt: respiratory failure) and cardiac failure (pt: cardiac failure). No autopsy was performed. The patient's relative stated that palliative measures asked for his family and allowed the patient to go into respiratory and cardiac failure as per power of attorney. The reporter considered that the patient's death had no correlation to the epicel treatment, and the grafting was doing quite well, as reported. No further information was provided. Additional information was received on (B)(6) 2022 and was processed together with the initial. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks. Follow-up information received from burn therapy specialists on (B)(6) 2022 included patient's date of birth, information that the autopsy was not done, medical history of benign brain tumor and seizure activity. It was confirmed that there was no correlation between the reported events and the epicel grafting. Case comment: respiratory failure and cardiac failure are unlisted according to the epicel dfu. Thirteen days after patient received 140 epicel grafts he expired due to respiratory and cardiac failure. The number of epicel grafts that were implanted imply that the patient had extensive burns which provide a more reasonable explanation for the events. The patient's medical history included benign brain tumor and seizure activity. The concomitant medication details were not provided. The patient's relative stated that palliative measures asked for his family and allowed the patient to go into respiratory and cardiac failure as per power of attorney. Having this in mind, company agreed with the reporter and assessed causality for cardiac and respiratory arrest as not related to epicel. The case is serious due to fatal outcome. The case did not qualify as an MDR. The case qualifies as a 15 day report since the events are unlisted and serious.

Event description:
Cardiac failure [cardiac failure]; respiratory failure [respiratory failure].